Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that after a lap anterior resection for perforated diverticulitis of the sigmoid colon in inflammation-free interval, the anastomosis was not complete on post op day two. The anastomosis was 11-12 cm from anocutaneous line. There was no pre-treatment reported. During the initial procedure, the stapler was closed very tight; approximately ¼ revolution until full closure. There was no conspicuous or ominous noise before, during or after firing. The tissue donuts were perfect. A leak test with air was performed and was negative. The surgeon stated that the staples were formed properly. The stapler worked as intended. Postoperative anastomotic insufficiency with two revisions.